Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9600 system had a kvp tracker error during a case. The 9600 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.